Manufacturer narrative:
Concomitant products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient¿s lead was replaced due to having ¿shorted out.¿ it was stated the patient¿s physician ¿did such a good job at replacing the lead that the patient was able to use the same program that he had before the replacement.¿ the patient noted their stimulator worked great for their pain. Additional information stated the patient¿s lead shorted out and went ¿haywire.¿ it was further stated that electrode 4 had shorted. The patient reported the lead shorted out nine months after implant. The patient noted it was his fault. Further information has been requested; a supplemental report will be filed if additional information is received.